Manufacturer narrative:
A visual examination of the returned device revealed the protective cover was over the tip of the needle, in the locked position. Functional evaluation confirmed that the cover could not be retracted. The cause is of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-1976 for a description of the other event. A endovive safety peg kits pull method device was used for an esophagogastroduodenoscopy (egd) procedure with peg (percutaneous endoscopic gastrostomy) placement on a female (patient weight unknown) in 2008. According to the complainant, the needle and the scalpel were in the locked positon. The procedure was completed with the scalpel and needle from a second endovive safety peg kits pull method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".